Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was getting an MRI and the MRI team did not know the patient had an implant until after the MRI. The caller indicated that the MRI was of the lumbar spine and the patient reported feeling some "twinges" "down low." The patient was scheduled to see their healthcare provider (hcp) the day after the call and the patient could not check the implant after the MRI because the patient was not sure where the patient programmer (pp) was. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.